Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a farawave nav catheter was selected for use. During the procedure, when flushing was performed from the perfusion port, the syringe could not be pushed. Thus, the catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is not expected to be return as it was discarded.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a farawave nav catheter was selected for use. During the procedure, when flushing was performed from the perfusion port, the syringe could not be pushed. Thus, the catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is not expected to be return as it was discarded. It was further confirmed that when flushing was performed from the perfusion port, the syringe could not be pushed, so the catheter was replaced. Flushing was difficult.

Manufacturer narrative:
B5: describe event or problem- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
B5: describe event or problem- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. H6: device codes - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a farawave nav catheter was selected for use. During the procedure, when flushing was performed from the perfusion port, the syringe could not be pushed. Thus, the catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is not expected to be return as it was discarded. It was further confirmed that when flushing was performed from the perfusion port, the syringe could not be pushed, so the catheter was replaced. Flushing was difficult. It was further reported that the event occurred during preparation. The catheter was not inside the patient when issue occurred.